Event description:
It was reported that noise resulting in oversensing and far-field r-wave oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. However, post-paced t-wave oversensing was observed after the programming changes were made. The patient was in stable condition.